Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't remember what caused the diarrhea and stimulation being off. They noted that the diarrhea was better, but couldn't be cured. They used anti-diarrheal pills on a regular basis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp hadn't seen the patient since (B)(6)2015. They had stinging, but no problems since.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that "therapy was only going to be effective 80 percent of the time, and "they had a bowel movement about once a week but they had to be there right at that time or it would be too late". It had been this way for the last 6 months or a year, and clarified this was last year in 2016. Patient mentioned that they "started falling a year or so ago", and it was in 2016. Therapy was off and it was needed to be turned on. Patient mentioned that they had felt stimulation in the past, but when they checked the device, the stimulation was off, and they were on program 4 at 1.5v. Therapy was turned on and its comfortable. Patient asked about what foods to eat, and they only had the diarrhea every 6 and a half days so knock on wood". Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for bowel dysfunctional / sacral nerve stimulation and gastrointestinal / pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.